Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty removing from the guide wire was confirmed. The resistance with the introducer sheath was not tested due to the condition of the returned device (deployed). Based on a visual dimensional and functional inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the absolute pro device was difficult to advance through the 6f non-abbott sheath. The device was retracted and resistance was also encountered with the non-abbott guide wire during retraction. The non-abbott guide wire was pulled out stuck with the stent delivery system (sds) catheter when the absolute pro device was removed from the sheath. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: bsc magic torque; sheath: terumo destination 6f. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.